Event description:
A remstar pro c-flex+ device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam particles was found. Additionally, the service technician also noted insect infestation. The device was scrapped by the service center after the evaluation was completed.